Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 , product type: lead, implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead periodically exhibited oversensing and undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.